Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. Concomitant medical products: item# 0100185145, lot# 2414463, metasul ldh, head adapter, s, -4, taper 12/14-18/20. Item# 00771100700, lot# 60745827, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 7.5 standard offset. Item# 0100181460, lot# 2398789, metasul ldh, head, 46, code l, taper 18/20. Complaint investigation: review of event description: patient underwent revision due to elevated metal ion levels, pseudotumor, partial abductor tear and pain. Surgical report: review of surgical report did not lead to new information regarding the reported event. Other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. No further due diligence required as all required information to support the conclusion is available/was already requested. Complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s instruction leaflet for endoprosthesis. Conclusion: no further investigation required as this issue is known and addressed in wt123080 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that a patient underwent revision surgery approximately eleven years post-implantation due to elevated metal ion levels, pseudotumor, partial abductor tear and pain.